Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was cracked and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to an alternate form of insulin therapy.